Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in a fall. An accolade ii stem and biolox head were revised to a restoration modular stem construct with six cable and sleeve sets, and another biolox head. Rep provided usage sheets from the primary and revision procedures, confirmed there were no allegations against the revised ceramic head, and also confirmed that no further information will be released.